Manufacturer narrative:
The unit was returned for failure analysis and the reported failure was confirmed. The illuminator was installed and tested on an in-house test system and failed to power on with error 48238. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a fault and the light in the illuminator would not work. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted errors 48238 and 48240 pointing to an illuminator communication fault. The tse walked the customer through various troubleshooting steps, however, the issue persisted. The tse instructed the customer to use a third party light source. The procedure was completed without patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.